Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer rec'd readings of 86,a n 189 mg/dl within 10 mins. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Case misclassified upon initial receipt of complaint and regulatory assessment delayed until 10/07/2004.